Event description:
It was reported that the 4th staple got blocked. The stapler was not able to be used then. Clinical consequences: none for the patient another stapler was used.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73c1900101 was manufactured on 03/05/2019 a total of (B)(4) pieces. Lot was released on 03/15/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged. The staples in the returned sample appear misaligned. The stapler was returned with 29 staples left in the cover block indicating that at least 6 staples were fired by the end user. Reference file anp1900074280 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to properly form but was unable to release from the device. At this time, the trigger became stuck. Another attempt was made but no staple fired. The trigger was engaged several more times with the same result. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled , and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. It could not be determined exactly how or what caused the staples to misalign. CAPA 40009409 was previously opened by the manufacturing site to further investigate visistat jamming issues. Reference file anp1900074280 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples jamming" was confirmed based upon the sample received. One sample was returned with the staples in the returned device misaligned. Upon functional inspection, the first staple was able to properly form but was unable to release from the device. On the following attempts, no staple fired as it appeared that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the 4th staple got blocked. The stapler was not able to be used then. Clinical consequences: none for the patient another stapler was used.